Event description:
It was reported that an MRI technologist brought a ferrous wheelchair into the magnet room. The magnetic field attracted the wheelchair, which then struck the technologists head. As a result, the technologist sustained a head contusion with bleeding and briefly lost consciousness. The cut on the head was treated with two stitches. The technologist was evaluated for a potential concussion, however CT and mr imaging revealed no abnormalities.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
H3: ge healthcare (gehc) has completed its investigation. An mr technologist was injured when a ferromagnetic wheelchair was pulled into the magnet after transporting a patient into the scan room. The patient had already been removed from the wheelchair and was not harmed. The site reported that mr safety signage was in place and the mr technologist had been trained in magnet safety. The root cause was determined to be inattentive personnel which is a use error. Gehc operator documentation outlines the risks and safety precautions associated with bringing ferrous materials into the scan room while the magnet is at field. No further action is planned by gehc.